Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that pump have still problem with confirmation button and lower arrow. The customer wants to replace pump and we agreed.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector was noted during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.